Event description:
It was reported that the vns patient passed away on (B)(6) 2013. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information will be made.

Event description:
Funeral home reported that the vns devices will not be returning. Their records indicate that the device was removed but no longer have the devices available to return to the manufacturer. The available death information has been reviewed by the device manufacturer and with the available information has been determined to be possible sudep. It is not known what state of health the patient was in, or the manner of death, or the cause of death.